Event description:
Patient may need revision to replace cup liner and hip ball due to suspected wear of the liner/poly debris leading to pelvic osteolysis. Patient had osteolytic lesion behind the cup. Revision surgery has not yet been schedule.